Event description:
It was reported that the patient came to emergency room complaining of pain. An x-ray revealed lucency behind cup. Revision planned. Cup and liner came out easily together.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.